Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Patient: gender xx, age xx, has been using bd needle for more than ten years, injecting 18 units of degu insulin once a day. On (B)(6), patient hard to push through injection, then patient pushed pen button hard and found that the needle-pe was bent after pulling the needle out. On (B)(6), a new needle was found more bent than the previous time after the injection. Patient usage habits: exchange one needle every 5-6 days, do not exhaust the air out before injection, no subcutaneous nodules, keep the needle under the skin for one minute before pulling it out. The patient's blood glucose was usually more than 5 or 6, but blood glucose was 9.8 after using the problematic needle. The patient is worried that the needle will break in the muscle and flow with the blood, causing life-threatening injury. Photos were take, but as patient does not use email, photos could not be sent. The bent needle used on (B)(6) was kept but patient kept it as evidence, patient refused to return it. As patient does not use express delivery, the patient request our company staff to pickup the sample for investigation and solve the problem (requested our company to provide a solution but did not mention specific request), otherwise patient will expose the incident online and complained to other regulatory authorities. Needles were purchased at local pharmacy, and the pharmacy staff had pickup a small pack of 14 needles. As the patient was old and could not see the lot number clearly, call center has contacted the pharmacy staff to confirm material code 329496, lot number 2040617 of the taken needle from patient, and purchased time was (B)(6) 2024, and the needle pickup by the pharmacy did not match the purchasing records in the pharmacy system. The pharmacy staff suspected that the patient had used one box of needles for half a year, and there was a possibility that the needles were bent due to the inner shields being put back on several times by patient. The pharmacy has exchanged one box of another brand needles for patient, but the patient was still dissatisfied and wanted to complain about the pharmacy and the manufacturer. Sample availability: no. Sample availability details: no sample available.